Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6). 2026, a 23mm navitor vision valve was selected for implant using a small flexnav delivery system (ds). The patient has a prior medical history of being implanted with a 21mm, non-abbott surgical valve which is now degenerated. Pre-implant balloon valvuloplasty (pre-bav) was performed using a 20mm, non-abbott balloon. During the procedure, the valve was able to be implanted at a depth of 3.5mm on the non-coronary cusp (ncc). An incomplete stent opening (iso) was observed; post-implant, paravalvular leak (pvl) was observed. Post-implant balloon valvuloplasty (post-bav) was performed using a 22mm, non-abbott balloon for an unknown reason. No paravalvular leak (pvl) was observed; mean gradient was 12mmhg. The patient remained hemodynamically stable throughout the procedure and there was no clinically significant delay. The patient was in a stable condition.